Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor fired of the 1st clip onto the vessel which was successful. The 2nd clip jammed and the applier stopped working. The applier was abandoned and a new applier was used. There was no patient injury.

Event description:
It was reported that the doctor fired of the 1st clip onto the vessel which was successful. The 2nd clip jammed and the applier stopped working. The applier was abandoned and a new applier was used. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot# 73l1700004 was manufactured on 11/06/2017 a total of (B)(4) pieces. Lot was released on 11/10/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for this tc and tc (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a broken clip in the jaws of the device. The trigger was partially engaged and, as a result, the jaws were partially closed. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The broken clip in the jaws released from the device along with the clip behind it. Another attempt was made and the clip was unable to load properly. The clips are out of position which caused the clip that was returned in the jaws to break. The clips being out of position would also prevent the clips from loading properly into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jammed" was confirmed based upon the sample received. One device was returned. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The sample was returned with a broken clip in the jaws. Upon functional inspection, it was found that the internal ratchet ears were broken and the clips were out of position in the channel which caused the clip returned in the jaws to break. The clips being out of position would also prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.